Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of intermittent signals, the device passed functional and systems testing with no anomalies found. (B)(4).

Event description:
It was reported that the electrical signals transmitted from the analyzer and then came back. Follow-up indicated that the signals were intermittent. The analyzer was returned for service. No patient complications have been reported as a result of this event.